Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the asae was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date provided. Noted patient had their impella explanted and in good condition.

Manufacturer narrative:
D4: corrected the UDI.

Event description:
Clinical narrative: a 64-year-old female with an indication for use of acute myocardial infarction complicated by cardiogenic shock (pre support clinical status consistent with scai shock stage d) underwent mechanical circulatory support with an impella device. The initial impella was implanted percutaneously via the right femoral artery on (B)(6) 2026 at 09:53 and explanted on (B)(6) 2026 at 17:15, with the patient surviving to explant. A second impella device was subsequently implanted surgically via the right axillary/subclavian artery on (B)(6) 2026 at 17:10 and remains on support at the time of reporting. Following transfer to the ICU and while supported via the surgically placed axillary approach, the primary rn reported access site bleeding originating at the graft anastomosis. The patient was receiving systemic anticoagulation with heparin at 11 u/kg/hr, with coagulation monitoring performed using ptt (reported value of 44 at the time of the event). There were no underlying patient conditions identified that contributed to the blood loss. Due to low hemoglobin attributed to access site bleeding, one unit of prbcs was transfused. There were no concerns for hemolysis. Forward suturing was utilized; however, the exact method by which hemostasis was achieved is unknown. Based on the information available, the reported event of access site bleeding requiring transfusion of one unit of prbcs occurred in the setting of surgical axillary impella support and systemic anticoagulation and was localized to the graft anastomosis. There was no evidence of hemolysis or device malfunction, and the device was not removed as a result of the event. Based on the information available, the bleeding episode appears procedural or access related in nature, with device involvement undetermined and no confirmed attribution to the impella system. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The patient remains on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.